Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for fm in gel and dirty stopper with the incident lot was observed. Additionally, evaluation/testing of the customer samples was performed and fm in gel and dirty stopper was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that before use of the of the bd vacutainer® sst¿ blood collection tubes there was foreign matter in the gel of 11 tubes and one tube had a dirty stopper. The following information was provided by the initial reporter, translated from japanese to english: fm in gel x11, dirty stopper x1.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the of the bd vacutainer® sst¿ blood collection tubes there was foreign matter in the gel of 11 tubes and one tube had a dirty stopper. The following information was provided by the initial reporter, translated from (B)(6) to english: fm in gel x11. Dirty stopper x1.